Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2013 due to the development of a cataract. There was no patient injury and an iol was implanted. A suture was required to close the incision. The reporter indicated the lens was discarded.

Manufacturer narrative:
(B)(4): lens was discarded. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: reportedly icl was explanted 18 months postoperatively to address decreased va(20/70) and blurry vision caused by cataract development. According to the report the opacities were anterior and nuclear. After uneventful surgery and iol implantation, at the same surgery date, the va improved to 20/25+.even though surgeon attributed the reported event to the device, the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). Conclusion: based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received: the reporter indicated the cataract was first observed on (B)(6) 2013 and the patient had blurry vision. The reporter indicated it was an anterior nuclear opacity.